Event description:
It was reported that the 3.0 x 38 mm xience xpedition stent delivery system was prepared for use. It was noted that the xience xpedition stent was not on the balloon, but pushed back onto the delivery system shaft. There was no reported difficulty removing the sheath and mandrel. The device was not used and there was no patient involvement. There was no clinically significant delay. A second same size xience xpedition was used in the procedure without difficulty. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.